Manufacturer narrative:
Images of the sling were reviewed as the sling was not returned. For all four straps to fail simultaneously there would have to be some sort of external pressure or cutting due to the hooks of the carry bar being rough or pitted. However, pictures of the floor lift with carry bar were not provided to confirm this theory. This sling family has been load tested at 1500 lbs 1.5x the safe working load of 1000lbs. The sling was removed from service.

Manufacturer narrative:
We are awaiting further details and the product from the facility. A follow-up report will be filed with the results of the investigation.

Event description:
A user was being transferred by two nurses and two cnas. Four straps of the sling broke. The user fell to the floor and is in pain. No injuries are reported.